Manufacturer narrative:
The customer did not return the device for evaluation. No in-house testing was performed as the test strip lot # associated with the event was not provided. Additionally, since the serial # of the suspected contour next meter provided by the customer was invalid, the device history record for the meter could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device manufacture date could not be determined based on the serial # provided by the customer.

Event description:
The customer reported that two weeks prior to calling ascensia customer service, she obtained a blood glucose reading of 399 mg/dl with the contour next meter. Within 2 minutes, the customer performed a repeat testing with an alternate meter which gave a reading of 30 mg/dl lower compared to that obtained on the contour next meter. The customer stated that she had to go to the hospital due to the high reading obtained on the contour next meter. No further event details were provided. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.